Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that there were two cases of inappropriate shock delivery. After a follow-up, it was determined that this was due to noise and oversensing. The physician chose to use this ICD lead as unipolar and connect to the lv port. The lv lead was connected to the rv is-1 port in unipolar. No implant date was given.